Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
(B)(4): it was reported that the patient was having "a lot of increased pain" that started "about 2-3 weeks ago." It was noted that the patient was still getting stimulation where the patient ¿needed it¿ (in her lower back and into legs). A loss of therapeutic effect was reported. It was noted that the patient¿s daughter was (B)(6) rather than (B)(6) that she used to be and ¿it was probably more related to that.¿ it was reported that the patient had not experienced any recent falls or trauma at the time of the report.